Event description:
During an in clinic follow up, episodes of noise were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to monitored.